Manufacturer narrative:
Findings: motor error alarm during basic occlusion test due to loose/flush drive support disk. The motor was tested outside of the device and passed. Noun expected reset alarm during testing noted. Unable to verify a21 due to motor error alarm noted. Pump received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a21, reset alarm and motor error alarm. The customer's blood glucose was 180 mg/dl.